Event description:
The pt reported she has not used her scs system in over 2 yrs subsequent to suffering a fall. The pt stated after the fall, her ipg was unable to be charged. The pt indicated she is planning on having her scs system explanted. The sjm rep is to contact the pt as the next course of action.

Manufacturer narrative:
Correction/removal reporting number: 1627487-007262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.